Event description:
Ous MDR - it was reported that about 70 months after the implantation during a routine follow-up the ICD could not be interrogated. A lead damage was suspected. The date of implant was not provided. No adverse patient side effects were reported.

Manufacturer narrative:
On 6/25/2015 - we were informed this patient is male, (B)(6). Upon receipt the ICD was not interrogable. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The observed lead insulation damages of the connected ICD lead in the pocket area indicate a short circuit between the high voltage conductor of the rv shock coil and the ICD housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.